Event description:
A customer reported a malfunction on their pump, specifically a speaker error identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur after resetting. The customer was advised to continue using the pump and to contact support again if any issues arise.